Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had initially called for compatibility information about having a colonoscopy and an edg (esophagogastroduodenoscopy) scope next friday ((B)(6) 2022). Patient services reviewed this information and the patient had asked for information on how to turn the therapy off for the procedure, so patient services had the patient use their external devices to connect to their therapy settings. The patient then received a power on reset (por) message. Patient services explained the meaning of a por and the potential causes for it. Patient services asked the patient if the last time they charged their ins battery if it had been depleted and the patient stated "it probably is now, because the last time I charged it was 2 weeks ago." The patient also stated they'd never gone into the micro mytherapy application before nor did they ever notice the "therapy off" indication on the recharger application when they charged so it was hard to tell when the por occurred. Patient services had the patient check their ins battery level and it was at 50% at the time of the call. Patient services asked the patient if they recalled walking through any type of a strong electromagnetic field and the patient stated they weren't sure. The patient was able to successfully turn the therapy back on and when patient services asked the patient if the stimulation was comfortable, the patient replied "it's ok, yeah, I think." The patient confirmed they were feeling it in the bike-seat region. Patient services reviewed the therapy on/off switch with the patient and the patient was going to make sure their ins was charged for the procedure on thursday as well as have the physicians performing the colonoscopy & edg scope give a call to technical services regarding compatibility for their device.